Manufacturer narrative:
(B)(4). Advancer bypass the analysis results for the instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed and one malformed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. The device was cycled, fed and malformed 2 clips due to an advancer bypass, after the first two firings the device fired and formed the remaining clips as intended. The device locked out as intended, but the orange indicator did not show up a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device initially fired and then it would not fire. No other details were provided. It is unknown how the procedure was completed. There was no patient impact reported.